Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of front panel display disappeared with an alarm was not confirmed. In addition, an alarm was generated, and the front panel display disappeared occasionally due to a faulty circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit front panel display disappeared, and an alarm was generated during preparation for use. The intended therapeutic laparoscope was completed using a replacement device. There was no report of procedural delay or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the alarm went off and the front panel display disappeared due to a faulty printed circuit board. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.